Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to ps1 port connector being loose. However, the controller was able to pass functional testing since the port could transfer electrical signal to the controller via battery and or ac power source. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that upon inspection of the controller in the clinic, a patient had one power connection that was loose (power port #1). The patient hadn't experienced any alarms. Per report of the vad coordinator, it did not appear that the patient had noted the loose power connector. According to the patient, no excessive force was used to make correct connections on the controller and the controller had not been dropped. A controller exchange was conducted without effect on the patient. After the controller exchange, there were no visible signs of damage on the controller. Log files were not collected during the visit. Investigation is ongoing.